Manufacturer narrative:
Med4trade advised that the cause of this event was concerning the erroneous supply of 25 count test strips from lot 2bpec33a together with their usual supply of 50 count test strips from lot 2epef01a from their supplier, evivamed. Lot # 2bpec33a (25s) was erroneously relabeled as per the instructions for lot 2epef01a (50s). The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
Our ascensia diabetes care office in germany received a letter from med4trade, a third party parallel importer located in germany, in which they informed us that they had imported a quantity of contour next test strips from italy and incorrectly relabeled them for distribution in the german market. This repackaging and relabeling activity was entirely outside of ascensias control. The errors were described as incorrect information for test strip quantity, control solution values, lot number and reference number, and expiration date. There was no allegation of an adverse event.